Event description:
Creation of av fistula using a propaten gore graft. Pt with history of heparin induced thrombocytopenia. Pt was re-anesthetized, wound re-opened, and graft replaced with non-heparinized graft. (B)(6).